Event description:
The facility's risk manager reported an infusion pump an incident of non delivery and crimped tubing on a patient receiving morphine in the pca mode. The risk manager reported that after one dose, the patient complained of nausea so the medication was changed but the tubing was noted to be crimp and no medication had been delivered after the first dose. No patient injury was reported. No other information was available as to the dose of medication.